Event description:
Patient admitted to telemetry unit as r/o mi. Nurse placed transmitter/telepac on patient and we to get morohine for his chest pain. Monitor on standby. Monitor tech watching screen. Nurse returned to room and found patient in cardiopulmonary arrest. Patient resuscitated, but diagnose anoxic encephalopathy. Patient suffered another arrest on august 7, 1992 and expired.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: invalid data. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.